Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a cut/slice/hole in tubing. In this case complaint text indicates the patient had an inclination to pull on the tubing, which would eventually cause this damage. A batch review double check on this cause was not possible since the lot number was unknown. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted baxter to report that leakage was found coming from the sleeve of the transfer set. Per the doctor, the patient might have pulled the tubing away from the sleeve. There was no patient injury or medical intervention.